Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient had a non-stimulation related fall and began to experience high impedances. The patients device was reprogrammed, however, the high impedances remained. The patient underwent a revision procedure where the devices were explanted and replaced, and they were doing well postoperatively. The devices were discarded.